Event description:
It was reported that an anomaly was observed on the implantable cardioverter defibrillator (ICD) whereby the battery level was 1.8 to 2.5 years in (B)(6), 2023 but when interrogated (B)(6), 2023 the battery life was noted to be greater 4.9 to 6.8 years and showing 83% longevity left until elective replacement indicator (eri). A device malfunction was suspected by the physician. A bug was suspected. There were no patient consequences.

Event description:
New information received notes analysis of session records revealed this may not have been a bug issue and the longevity seemed correct. Both the first and second session records observed seem to take into account an increase in current consumption due to a change in settings, but the second session record reviewed had a higher battery consumption. This may have affected battery life. The observed battery life might have been normal function.